Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pain") in an adult female patient who had essure (batch no. A22173) inserted for female sterilization. The patient's medical history included vaginal odor on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, lower abdominal pain on (B)(6) 2011, low back pain on (B)(6) 2011 and urinary tract infection on (B)(6) 2011. On (B)(6) 2013 hsg was performed. Concurrent conditions included post coital bleeding since (B)(6) 2013, vaginal discharge since (B)(6) 2013, spotting vaginal since (B)(6) 2013, raised rash since (B)(6) 2013, rash vesicular (rash is vesicular) since (B)(6) 2013, erythema since (B)(6) 2013, herpes zoster since (B)(6) 2013, vaginal bleeding (vaginal bleeding (after intercourse) 3 times) since (B)(6) 2013, vaginal yeast infection, vaginitis, post coital bleeding, diarrhea, disorder gastrointestinal and sigmoidoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted : on (B)(6) 2012, post essure procedure was performed to confirm essure placement. Given insertion date is (B)(6) 2012. On (B)(6) 2012-essure placement procedure: right: 3 coils, left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: result : benign endocervical tissue. Hysterosalpingogram - on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. Pregnancy test urine - on (B)(6) 2012: result : negative. Most recent follow-up information incorporated above includes: on 21-dec-2018: medical records received: lot number was added. Concomitant conditions were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A22173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain on (B)(6) 2011, low back pain on (B)(6) 2011, urinary tract infection on (B)(6) 2011, vaginal odor on (B)(6) 2011 and bacterial vaginosis on (B)(6) 2011. On (B)(6) 2013 hsg was performed. Concurrent conditions included post coital bleeding since (B)(6) 2013, vaginal discharge since (B)(6) 2013, spotting vaginal since (B)(6) 2013, vaginal bleeding (vaginal bleeding (after intercourse) 3 times) since (B)(6) 2013, raised rash since (B)(6) 2013, rash vesicular (rash is vesicular) since (B)(6) 2013, erythema since (B)(6) 2013, herpes zoster since (B)(6) 2013, vaginal moniliasis, vaginitis, post coital bleeding, diarrhea, disorder gastrointestinal and sigmoidoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge "). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted : on (B)(6) 2012, post essure procedure was performed to confirm essure placement. Given insertion date is (B)(6) 2012. On (B)(6) 2012-essure placement procedure: right: 3 coils, left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: result : benign endocervical tissue. Hysterosalpingogram - on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. Bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: result : negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received events " abdominal pain, dyspareunia, general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal discharge" were added. Incident: we received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pain") in an adult female patient who had essure (batch no. A22173) inserted for female sterilization. The patient's medical history included vaginal odor on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, lower abdominal pain on (B)(6) 2011, low back pain on (B)(6) 2011 and urinary tract infection on (B)(6) 2011. On (B)(6) 2013 hsg was performed. Concurrent conditions included post coital bleeding since (B)(6) 2013, vaginal discharge since (B)(6) 2013, spotting vaginal since (B)(6) 2013, raised rash since (B)(6) 2013, rash vesicular (rash is vesicular) since (B)(6) 2013, erythema since (B)(6) 2013, herpes zoster since (B)(6) 2013, vaginal bleeding (vaginal bleeding (after intercourse) 3 times) since (B)(6) 2013, vaginal moniliasis, vaginitis, post coital bleeding, diarrhea, disorder gastrointestinal and sigmoidoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted : on (B)(6) 2012, post essure procedure was performed to confirm essure placement. Given insertion date is (B)(6) 2012. On (B)(6) 2012-essure placement procedure: right: 3 coils, left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: result : benign endocervical tissue. Hysterosalpingogram - on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. Pregnancy test urine - on (B)(6) 2012: result : negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.